Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd conventional pen needle it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: she cannot dial up her lantus pen. She did not mentioned if or which bd pen needle she is using.

Event description:
It was reported while using an unspecified bd conventional pen needle it was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: she cannot dial up her lantus pen. She did not mentioned if or which bd pen needle she is using.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.